Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29july2019.

Event description:
Customer contacted technical support (ts) stating that during patient transport the screen was flickering off and on. The device was in patient use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date rec'd by MFR: 21aug2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. No fault was found. The fse replaced the user interface as a precaution. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.